Manufacturer narrative:
Additional information: reason code for no evaluation, if other specify, imdrf annex a,b &g grids, manufacturer narrative (chr and DHR statements). Omit: a0908 - incorrect, inadequate or imprecise result or readings a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. No product will be returned.

Event description:
It was reported that the device had failed co2 sensor. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/ logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had failed co2 sensor. There was no patient involvement.